Manufacturer narrative:
Initial reporter. Phone number- (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reporting capsular contracture baker grade IV. This relates to the right device. Device has been explanted & replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: ¿ wear abrasion is observed. ¿ red particles are observed. ¿ crease fold is observed. ¿ observed device overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification.

Event description:
Healthcare professional reported, right-side capsular contracture baker grade IV. The device has been explanted and replaced.